Manufacturer narrative:
Analysis found that the device had a connection failure due to twisted pins on the stimulator connector. The device was disassembled, cleaned, replaced connector pcba, applied loctite to connectors, reassembled, and placed into the burn-in chamber to check for any heat related failures. The device was removed and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not producing a high stimulus; when both stimulators were plugged in they were getting an electrical stim failure; tried with two other stimulators on the same device and had the same issue. There was no known patient impact.